Manufacturer narrative:
A sensor being difficult to remove is a known and anticipated potential adverse effects associated with sensor insertion. This incident does not require any further investigation.

Event description:
It was reported the attempt to remove the eversense sensor (B)(6) 2025, was unsuccessful despite an incision being made in the right upper arm. According to the user and healthcare provider, the local anesthetic caused swelling in the connective tissue, and the provider believed the user's weak connective tissue may have allowed the sensor to move deeper into the tissue, making localization and removal difficult. The sensor was searched for using a magnet but could not be located during the procedure. At the time of reporting, the user was doing well and experienced no adverse effects. Follow-up information obtained from the healthcare provider confirmed that the sensor was palpable prior to the incision and that both the transmitter and a magnet were used to localize the device, while ultrasound was not utilized. A subsequent removal attempt was planned and successfully completed on (B)(6) 2026. Device management records showed that the user subsequently received a new sensor, continues to use the eversense system, and is receiving current glucose data without issue.